Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jan-2019 with the following findings: during investigation, the pump was returned with severe battery compartment damage. Due to a cracked and damaged compartment, the cap was unable to secure and power on the pump. There was no power due to the battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a cracked battery compartment. It was noted that the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.